Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when administering contrast agent to a patient with a bd connecta¿ 3-way tap, blue, 10 cm, the tubing was found broken. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one used unit and one unused unit from the customer for evaluation. The samples were visually inspected and no damage was observed. A leak test was performed on the unused unit and no leakage was noted. A review of our device history record and quality notification database was conducted and no irregularities were noted during the manufacturing of lot number 7244966. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, the way to damage the tube is omitting the IFU recommendations. Quality records were consulted for damaged tubing and no issues related have been reported/detected. It is important to mention that connecta product should be used for infusion therapy only. Process fmea rm5838 was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.